Manufacturer narrative:
Pump received with button error alarm and intermittent esc button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to enter blood glucose number into pump. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.